Event description:
It was reported that the subject device has a communication error b30. This issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: d8, d9, h2, h3, h6, h11. Corrected fields: g4. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the reportable malfunction was identified during the device evaluation: incompatible scope error (e315). A definitive root cause could not be identified since the reported phenomena was not reproduced. Based on the results of the investigation, it is likely the most probable cause of incompatible scope error is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.